Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: which stapling device was being used? If manual device used, was the force to fire higher or lower than usual? Was the staple formation issue noted on both the remnant and sleeve side? Was a leak test done intra-operatively? If so, what was the result? What color cartridges were used throughout procedure? Was the device difficult to open? Was any tissue movement noticed during firing of device? Please confirm procedure date. The complaint form submitted it states that the procedure was (B)(6) 2017 and (B)(6) 2016. If procedure was (B)(6) 2017, is the remnant available for x-ray analysis.

Event description:
It was reported that during a vertical gastrectomy/sleeve procedure, the surgeon reported that stapling with the gold load did not feel any resistance of the fabric as usual and when removing the stapler saw that at various points the fabric had not been stapled, only cut. The surgeon overstitched the clipping line. Performed over-stitching on all stapling lines with 3-0 pds suture. The patient is in good health. Patient was operated on (B)(6) 2016 and had to be re-operated on (B)(6) 2016 to contain bleeding at the clipping line. Was hospitalized for a longer period than normal was discharged and today ((B)(6)) is in good clinical condition according to the surgeon.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2017. Additional information requested and received: which stapling device was being used? Echelon flex ¿ ec60a. If manual device used, was the force to fire higher or lower than usual? At the time he fired the load gave him trouble, he felt that the resistance was less, but the surgeon had already used 2 loads without problems before, and then used the other loads without problems. Was the staple formation issue noted on both the remnant and sleeve side? Both. Was a leak test done intra-operatively? If so, what was the result? He did not need to perform a test because the charge defect showed at the moment and he stapled again. What color cartridges were used throughout procedure? 1 green, 3 gold (had the problem with one of the gold), 2 blue. Was the device difficult to open? No. Was any tissue movement noticed during firing of device? It was observed that the staple was different and much more "soft", very different from the others. Please confirm procedure date. The complaint form submitted it states that the procedure was (B)(6) 2017 and (B)(6) 2016. If procedure was (B)(6) 2017, is the remnant available for x-ray analysis. The product is not available.

Manufacturer narrative:
(B)(4). Photographic analysis: a photo provided shows a piece of tissue with a cut line, in the middle of the tissue where the tissue is appreciated bruised, there appear to be staples missing from the staple line. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.